Event description:
The device was being used to give an intravenous infusion. A 15cc was intended to be infused at a rate of 10cc per hour. A 30ml bd syringe was filled with 26ml of fluid and the syringe was marked where the plunger line was 30 minutes after the infusion started, the nurse monitoring the patient observed that 22ml had already infused. The infusion was stopped, and the pump and tubing was returned to biomedical engineering. Patient was still being monitored so the results of the incident is still tbd.

Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.